Event description:
Customer called to report infusion set cannula needle break. Customer's blood glucose was 84 mg/dl. After troubleshooting, customer was advised infusion set will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.